Event description:
It was reported that during pretest the sterile water leaked from the connection of the foley catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 all silicone foley catheter with syringe attached to the drainage bag. Verified material number 119314 and manufacturing lot number ngjx4592. Visual inspection noted the inflation cap/inflation port was disconnected. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water leaked from the connection of the foley catheter.